Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the foot plate was broken on the craniotome device. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the cause of the fractured neuro-tip was due to excessive side load lateral force, or rocking while attempting to cut bone flap. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.